Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product return received for transmitter and receiver. Product investigation for transmitter concluded discharged transmitter battery. Production investigation for the receiver concluded no defects found. No data available for evaluation.